Event description:
It was reported that the patient developed exit block on the atrial lead. The lead was repositioned and remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)